Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore the e8 message could not be confirmed because all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The event occurred in (B)(6).